Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was re-implanted with another vibrant soundbridge on (B)(6) 2013, due to loss of benefit with concerned device. During re-implantation, it was found that the conductor link of concerned device was broken.